Event description:
The physician was treating an elderly patient with underlying severe atherosclerotic disease who developed acute stroke. The patient was transferred to hospital from another local hospital. The diagnostic angiogram revealed ica-t occlusion. The physician performed a total of three passes with the merci retriever x6. During each retrieval attempt, the retriever x6 straightened and the physician waited for coils to retract as passing through the mca curve to prevent it from stretching and the coils retracted to original shape. The physician indicated thathe experienced difficulty positioning themicrocatheter just proximal to the retriever loops due to severe tortuosity. The physician remarked that the microcatheter tended to move proximal. During the third retrieval attempt, the physician torqued the retriever in the counter clockwise direction in accordance with the instructions for use. He began to pull back the retriever and saw the retriever fractured resulting in a detachment of the distal tip. The physician attempted to retrieve the detached tip but wasunsuccessful. Subsequently, the patient expired. The physician thinks that underlying stenosis was the key factor.